Manufacturer narrative:
Trackwise # (B)(4). Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 to jun 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They had finished dissection and had moved to the branch ligation step using the hpii device. Although, they were able to start using the hpii device without incident, they did experience shut off of the device (no energy applied when the toggle was pulled back). They did unplug and replug in the ext cable to the hpii and adapter as well as the adapter/power supply connections and was able to get the device to work intermittently in order to finish the case. Case was completed with same device.